Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector cap on the tubing of a high flow rate extension set broke. This occurred while disconnecting the tubing from the patient IV. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available for evaluation, however; a photo was available for visual inspection. The reported condition was confirmed during visual inspection, as the male luer lock adapter was found broken. No other tests were performed as the device was not available. The cause of the reported condition could not be determined, however, the supplier was notified of this condition via scar (supplier corrective action request) in order to address the issue. Should additional relevant information become available, a supplemental report will be submitted.